Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were several scratches on the display making it hard to read and received delivery fail alarms. The customer also reported that several times the buttons do not respond. Customer declined troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.